Manufacturer narrative:
The reason for this revision surgery was due to trauma, the baseplate and glenoid broke, after 3.7 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4). A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause of the trauma, the baseplane and glenoid breaking, was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the baseplate and glenoid breaking; resulting from the patient falling.